Event description:
It was reported that when the device and reloads were used during a laparoscopic assisted vaginal hysterectomy, there was excessive bleeding from staple lines on 1st, 3rd and 4th firings during the procedure. The staples appeared to the rep to have been properly formed along staple line length even when bleeding was apparent. The bleeding occurred in different areas of staple line and each firing, proximal distal and in the middle. The pt had excessive bleeding from upper and lower fields and reported high blood pressure during the surgery.